Event description:
Information was received indicating that this syringe infusion pump's clutch slipped. It was not specified if this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery tests. During testing the reported issue could not be duplicated. A "check clutch" error message was found in the pump history; however no errors or alarms occurred during multiple tests. It was determined that the cause of the reported clutch issue was likely the user moving the plunger head during an infusion.